Event description:
The pt underwent four vessel CABG and was successfully weaned from the bypass pump. There was a drop in the pt's blood pressure, and maximal pharmacological support was started. The iab was inserted into the left femoral artery and the pt was stabilized. Forty minutes later, blood was noted in the helium delivery line. The console was turn off, the surgeon removed the balloon, and the pt was stable for approx five minutes. A second iab was inserted via the right femoral artery. As a result of the event, teh pt's blood pressure dropped. (Multiple event to customer complaint number 97-00224. Co received this report on 2/28/97 via the mandatory (event complications: the pt's blood pressure dropped-) reported 2/28/97. (Pt's current status: unk-rpt's 2/27/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the inner lumen. Under microscopy, a separation of the inner lumen was seen. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. Probable cause of difficulty: the iab leak was the result of a break of the inner lumen. It is possible that the iab was restrained within the aorta during iabp. This would have resulted in a cyclical stress to the inner lumen and, ultimately, a separation at the point of stress. The iab may have been restrained as a result of placement within a subintimal space or underneath plaque. It is also possible that the initial kink in the inner lumen was made during iab insertion and that iabp continued to cyclically stress the inner lumen at that point.